Event description:
It was reported, started a 90 mm locking screw by hand and then powered it in and it didn't seat all the way down. When backing out the screw, it started to strip which produced metal shavings. We tried putting another screw in by hand and it did not seat all the way down and the screw head snapped off.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.